Event description:
The customer reported that the insulin pump alarmed, had unresponsive buttons, and a blank display. Troubleshooting was performed. The customer stated that the device had restated for couple times and then it had a blank display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a faded segment display and a frozen screen as a result of a corroded electronic assembly. Moreover, a corroded motor assembly was observed during visual inspection. Further testing was not performed due to the frozen screen.